Event description:
The customer reported that their device was powering itself off and on. There was no report of patient use associated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Additionally it was observed that the attached modem would not power on when connected to the device. The power pcb assembly was replaced to resolve the issue with the modem communication and the system pcb assembly was replaced to resolve the reported power failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.